Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal did not deploy in pt's aorta. In addition, when delivery device was removed from the aorta, the seal came out of the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube and on the seal. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. Most of the tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal and one third of the tension spring assembly were extended outside of the delivery tube; the seal remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the deliver device. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).